Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device would disarm itself when charging for defibrillation, when this occurred the service indicator was illuminated. The customer used both the defibrillation hard paddles and defibrillation electrodes which had the same result. CPR was performed until a backup device arrived. In this state defibrillation therapy may not be available to a patient if needed. The patient a (B)(6) year old male was treated successfully and delivered to the hospital alive. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer.

Manufacturer narrative:
The customer's device was not returned to physio-control. A third-party service agent verified the device had logged an event code consistent with the reported issue. Multiple attempts were made to contact the customer for additional information, however no response was received, therefore the cause of the reported issue could not be determined.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device would disarm itself when charging for defibrillation, when this occurred the service indicator was illuminated. The customer used both the defibrillation hard paddles and defibrillation electrodes which had the same result. CPR was performed until a backup device arrived. In this state defibrillation therapy may not be available to a patient if needed. The patient a 53 year old male was treated successfully and delivered to the hospital alive. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device would disarm itself when charging for defibrillation, when this occurred the service indicator was illuminated. The customer used both the defibrillation hard paddles and defibrillation electrodes which had the same result. CPR was performed until a backup device arrived. In this state defibrillation therapy may not be available to a patient if needed. The patient a (B)(6) male was treated successfully and delivered to the hospital alive. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer.

Manufacturer narrative:
Corrected information: serial # of the initial medwatch report indicates (B)(4). Serial # of the initial medwatch report should indicate (B)(4).